Event description:
I had lasik surgery in 1999, and as I am now in my mid-40's, the order higher order aberrations (ghosting and other non-correctable visual artifacts) have increasingly become a problem when compounded with the near vision focusing ability that come with age. Ghosting and halos have actually been a problem since I had the surgery, however in more recent years those higher order aberrations are compounded with loss of near focusing ability due to the effects general aging. This is especially becoming a problem when it comes to computer screen use. Prescription near vision glasses have improved close up vision somewhat, however the ghosting remains. My best corrected vision is not like it was before lasik, which caused the higher order aberrations. Had I understood these higher order aberrations and how they would affect my vision, particularly upon reaching 40 years of age, I would not have undergone lasik. I knew I would lose close up vision and need reading glasses, however I did not understand that higher order aberrations would compound with this natural loss of near vision. This has been my experience, and I now regret ever having undergone lasik. From what I understand, these higher order aberrations have to do with the nature of the flap and incongruities that occur on the cornea. Unfortunately these higher order aberrations cannot be corrected. I have reason to believe that lasik patients (as well as many ophthalmologists and optometrists) are not adequately aware of these higher order aberrations and the negative effects they have on patient abilities and well-being. I'm concerned that those who elect lasik surgery have not been made adequately aware of these higher order aberrations, and what they mean for quality of life. I believe the FDA ought to investigate lasik patient outcomes and experience over time. At best I consider lasik to be a questionable procedure that necessitates better patient education regarding negative effects such as higher order aberrations. That said, I urge the FDA reconsider whether lasik should have been granted approval as a routine medical procedure at all. For too many individuals, the benefits of lasik have failed to justify the resulting higher order aberrations in their vision, which are unfortunately permanent and cannot be corrected with prescription glasses. FDA safety report ID# (B)(6).